Manufacturer narrative:
The ge representative performed an on site investigation. The filament was calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system displayed a filament error code message. No report of patient or staff injury.